Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure when implanting the left ventricular lead the right ventricular lead came out of its original position. An attempt to repositioning the right ventricular lead was not successfully and high out of range pacing impedances and high thresholds were revealed. A new right ventricular lead was implanted. The right ventricular lead not implanted will be returned. No adverse patient effects were reported.